Event description:
When trying to deploy the suture in the perclose device nothing anchors to the blood vessel and the suture doesn't pull through. Had patient contact, but no harm done. Used a new device which successfully worked. Reported to supplier and rep picked up device.